Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that that this device was explanted due to premature battery depletion. Additionally it was noted that the device was not working to the point of unable to provide pacing support despite the patient being in complete heart block. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis confirmed the reported observations. The battery was depleted more than expected and was found to have no pacing output, along with no telemetry. Once a bench top tester was used, the device was found to have pacing and sensing capability. The device behavior was consistent with that of a short.